Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the cartridge pigtail was discolored. The customer was using saline in the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy.